Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, wrinkling, cyst, lymphoma-alcl

Event description:
Physician reported that patient was diagnosed with a seroma, the liquid was tested, and result was suggestive for bia-alcl. It was also reported "large late seroma, bia-alcl diagnosis per flow cytometry, cd30 and alk. Ultrasound indicated "silicone device with some lobules in the surface", "device shows peri implant liquid and rounded format" and "simple cyst in a retroareolar projection". Pathological marker cd30+ and alk- have been received. The device remains implanted. This is for the right side.